Event description:
It was reported that an infusor was observed leaking inside of the bag it was transported in. The customer was not sure if this was a leak or condensation. This observation was made prior to use. No patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.